Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was unresponsive. The representative replaced the computer. The system then passed the system checkout and was found to be fully functional. The computer was returned to medtronic and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system became unresponsive while the site was loading an exam. The mouse would not move and the touchscreen would not function either. They did a hard shutdown but on reboot the system was showing no input detected and would not boot. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The mouse functioned normally on all the universal serial bus (usb) ports. No errors were received. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system became unresponsive while the site was loading an exam. The mouse would not move and the touchscreen would not function either. They did a hard shutdown but on reboot the system was showing no input detected and would not boot. There was no patient present when this issue was identified.